Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace head broke. It is unclear if a fragment fell inside the patient. However, the customer reported that the fractured part was completely removed and no fragment remained in patient. The procedure was completed robotically with a backup harmonic ace instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: on 14-aug-2025, the following additional information was obtained: the harmonic ace instrument was inspected prior to use and no damage was noted. At the time of the event, the surgeon was cutting unspecified tissue/material and the instrument had been in use for 8 minutes. The surgeon did notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the procedure. The instrument was not removed during the surgical procedure, prior to the breakage. During the final removal of the harmonic ace instrument, the instrument's wrist was straightened and no resistance was noted. There was no damage seen on the cannula after the event. The fragments were seen on the screen and were retrieved. No additional surgical procedures were required to remove the fragments. The customer performed an ultrasound to confirm that no fragments were left behind. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a blade broken at the base. A piece approximately 0.477" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. Additional information: a review of an image provided by the customer shows a harmonic ace instrument with a curved blade broken off.

Event description:
Refer to h11 for follow-up information.